Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on an alinity c processing module that also generated a sample integrity error. The sample was sent back to iom and did not complete the cmp panel. These results were not reported. The customer reran the sample the next day, repeated the electrolytes and completed the cmp panel without issue. The following results were provided: sodium initial result = 117 mmol/l, repeat result = 143 mmol/l (normal range 136-145 mmol/l) there was no impact to patient management reported.

Manufacturer narrative:
Trend review for the alinity c ict reference solution (ln 08p76-40) found no trends related to this issue. The ict reference solution is used for analysis of electrolytes on the alinity c processing module. Return testing was not completed as returns were not available. Retesting the sample gave results within range. Device history record review did not identify any non-conformances or deviations related to the likely cause list/lot number and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity c ict reference solution (ln 08p76-40) was identified.